Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: updated. H3: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received with a broken bottom case. Tamper seals were broken/missing. There was eevidence of the issue recorded in the event history log. The reported complaints were not verified. The investigation was 1- unable to duplicate the motor rate error during occlusion test. 2- unable to duplicate the blank screen and constant alarm at power up. They were 1- unable to determine the intermittent of the error; and 2- no problem was found at power up, the device was operating as intended. The worm coupling, worm gear, lead screw and both clutch halves were all replaced as preventative measure; no repair was needed as no problem was found for the blank screen problem. No fault was found with the device. The root cause was undetermined/unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4).

Event description:
It was reported that during a returned order service a motor rate error was noticed. The infusion was restarted and the screen went blank. The device alarmed continuously and it would not allow keypad to do anything. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.